Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during right a ventricular lead revision, the physician noted an insulation anomaly on the left ventricular lead. The physician used medical adhesive and a sleeve to repair the lead. The lead remained implanted.